Manufacturer narrative:
After battery installation, the device gave an unexpected flashing white /blank display followed by an unexpected intermittent beep alarm due to cracked lcd controller. We were unable to perform functional testing including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. The device was received with minor scratched display window and case.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had vertical and horizontal lines across the screen. Customer's blood glucose level was 273 mg/dl. The display was flashing. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.